Event description:
It was reported that intermittent occlusion alarms occurred. Customer addressed the occlusions by changing the pump supplies. The customer went to the emergency room (ER) and was admitted into the intensive care unit (ICU) with a blood glucose level of 661 mg/dl, and high ketones. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on 3/7/24 with no permanent damage. Ultimately, the customer reverted to an alternate form of insulin therapy.